Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 378 mg/dl to being displayed as 'high' with ketone levels of 99-100 mg/dl resulting in diabetic ketoacidosis. Reportedly, customer delivered a correction bolus via pump, performed a supply change, and treated with glucose, insulin and electrolight to address bg level. Subsequently, customer was admitted into the emergency room (ER) and treated with intravenous saline and insulin fluids. Customer was released from the ER on (B)(6) 2022 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, pump supplies, or the insulin in use at the time of the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.